Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there were no visible damage on articulation sleeve area. The engineers were able to reproduce the error. The inter-connectivity test failed when articulation was bent; thermistor net open was confirmed through manual test. Through destructive analysis, it was found that there was thermistor+/- traces crack and open on gastro flex #7 soldering area which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. Thus, the possible root cause was identified as gastro flex thermistor trace crack and open because of insufficient gastro flex reliability which is related to design. Gastro flex thermistor trace width has widened in the tolerance to reduce cracking through CAPA(B)(4) since mar. 2017. This defective transducer is prior corrective action's one. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.

Event description:
It was reported that the transducer prompted a usacquisitionhw_31 error during a transesophageal echocardiography (tee) procedure. The error message indicated that it is a temperature monitoring error. The user removed the probe from the patient and a replacement probe was used to continue and finish the procedure. There was no patient adverse event reported. No additional information was provided.